Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
It was reported by the vad coordinator that near the end of the patient's implant, the power base unit (pbu) started alarming and smoking, and the smoke detector in the or alarmed. The patient was immediately switched to batteries and the pbu was turned off; however, the alarms could not be silenced. There was some decrease in flows noted but the surgeon was unsure if this was due to the pbu issue or to fluid hemodynamics. The surgeon stated that the patient was only on the pbu for one or two minutes after the smoke was noted. The surgeon also stated that there was no patient harm and the patient was never without support. The pbu was replaced and patient was transferred to his room. The patient remains ongoing and no further issues have been reported.